Event description:
The patient underwent diagnostic abdominal laparoscopy prior to a bilateral salpingo-oophorectomy. Two 8 mm ports and a 10 mm port were placed in her abdomen. The laparoscopic sites were closed with histoacryl and upon discharge were noted to have redness. About a week later, the patient was readmitted to the hospital for a wound infection. The laparoscopic sites had redness and appeared to demonstrate an allergic reaction. These wounds were not infected. It is unknown how the laparoscopic sites were treated at home by the patient. The surgeon reports that this is the second patient who demonstrated an allergic reaction after the use of histoacryl.